Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nissen. According to the reporter: the product failed where the needle separated from the suture and broke off. The suture broke off in the patient. Opened and used new product. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.